Event description:
It was reported that the ventilator had briefly stopped and restarted twice while connected to a patient. No patient harm reported.

Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. The ventilator passed an extended test run using the customer¿s ventilator settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. Internal inspection of the ventilator revealed overheating of the l3 solder joint on the power board. It is recommended that the power board be replaced as a precaution. A review of the event trace revealed multiple ¿ln vent1¿ alarm conditions from november 14, 2014 to january 2015.